Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there were high impedances on electrode 8. No factors were known to have led or contributed to the issue. The rep reprogrammed device without using electrode 8. The issue was resolved. The rep stated that no additional follow-up is needed at this time. The patient would call back if they needed further reprogramming. No symptoms were reported. Additional information was received. It was reported the high impedances were greater than 10,000.